Manufacturer narrative:
The complainant reported that while implanting a pedicle screw, the threaded portion of the pedicle screwdriver partially broke. There were no reported patient complications associated with this event. Through visual assessment, it was confirmed that the distal square thread detail intended to retain associated system screws during placement was broken as reported by the complainant. A functionality assessment could not be performed due to the condition of the complaint instrument. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being initially released 04/12/2016. The square thread detail of a pedicle screwdriver could break if the user over-torqued the handle attached to the driver while not in the neutral position. The released surgical technique guide provides the steps to appropriately engage and disengage pedicle screwdrivers. The surgical technique guide also provides a cautionary statement stating that if the user turns the driver with high torque force without placing the handle in the neutral position, considerable damage to the threads can occur, including causing them to break off completely.

Event description:
The complainant reported that while implanting a pedicle screw, the threaded portion of the pedicle screwdriver partially broke. There were no reported patient complications associated with this event.